Event description:
It was reported that the customer was hospitalized for a dislocated right ankle. The customer stated that he fell and dislocated and broke his right ankle in two places that required 9 screws to be put in. The customer also stated that he has been experiencing elevated blood glucose levels recently. Nothing further was reported.